Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed leak test. Unit received with intermittent buttons, problem isolated to keypad assembly. Device was received with connector properly connected. No damage or moisture damage on keypad assembly noted. No stuck button alarms noted. Device was received with cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay.